Event description:
Patient reported that two strips have appeared on the infusion device's display. Patient stated these strips make it hardly readable regarding information concerning the therapy. Patient stated that the blood glucose monitoring device has never fallen. Patient reported having concern with the blood glucose monitoring device's battery. Patient stated when he changes the battery, the device works well for a little time and then it begins to switch off suddenly. Patient reported after the device switches on it will switch off again. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Conclusion: iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. The meter appears to be worn; it has multiple values stored in memory; this is an indication that the product has been used. Iu examined the battery compartment and observed that the meter's surface material on the battery contacts shows signs of contamination/corrosion on the left negative contact which can contribute to the power problems, as alleged by the customer. Since one hundred percent of manufactured meters are subjected to a series of tests throughout the manufacturing process and meters must meet stringent criteria before release; it has been concluded that this type of damage did not originate from the manufacturing process, and has been determined to be a result of product mishandling. Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line does not interfere with results display, therefore misinterpretation of bg results or insulin amount is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the lines appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the lines appear on all screens and during performance testing. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. The customer's allegation of power problems was not observed during the investigation of the returned product. The iu observed contamination on the battery contacts, which has been known to cause or contribute to power allegations. The customer's allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.